Event description:
Revision surgery was performed due to a broken expedium rod and possible infection. During the procedure, the surgeon had difficulty removing expedium single inner set screws due to stripping of the inner hex features and decided not to remove them. The tips of two moss miami si final tighteners were stripped during the procedure. Medwatch reports are being filed for the implant devices due to the possible infection (including the broken rod and six expedium si inner set screws), and two moss miami si final tighteners that were stripped.

Manufacturer narrative:
The moss miami si final tightener was returned for evaluation. Visual inspection found the distal tip feature worn down and flattened. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis for the product code found no systemic trends that require further action. The root cause cannot be positively determined based on the samples and information provided. However a potential root cause may be wear and tear after repeated use as the driver are greater than 2 years old. No corrective or preventative action (CAPA) is necessary at this time as there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture dates: apr-14-2011, may-14-2011, may-26-2011, jun-4-2011, jun-28-2011. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.